Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was unknown.